Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving morphine 5 mg/ml at 0.4996 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported the patient experiences shocking only at the pump site. The event date was reported as (B)(6) 2015. At the time of report the patient was not experiencing the sensation. The sensation "comes and goes" and lasts about 20 minutes. The patient typically feels it while standing and reaching or pulling for something from the pantry. There was no specific fall or trauma associated with the onset of the shocking feeling. The patient "likes the medication" and the pump appears to be working her chronic pain condition. The diagnostics, actions/interventions, cause, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.